Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2010". Additional information received 26apr2019: patient allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to intra-cranial hemorrhage requiring craniotomy and stoppage of anticoagulation. Patient is alleging vena cava perforation and embedment. Per the (B)(6) 2012, CT abdomen without contrast: "findings: vasculature: an inferior vena cava filter is in place. As before, several of the limbs project outside of the vascular lumen. This appearance is unchanged". Additionally, per the (B)(6) 2017, CT angiography-abdomen and pelvis: "vasculature: an inferior vena cava filter is seen at the region of l3. Mild extension beyond the inferior vena cava. No apparent fluid collection." Lastly, per the (B)(6) 2017, retrieval report (successful): "procedure/findings: the inferior vena cava is normal caliber. Elements of the celect filter appear to protrude beyond the caval wall, however, there is no evidence of significant caval narrowing or thrombus in the cava or filter. Multiple attempts were made at snaring the apex of the filter, however, it was determined that the apical retrieval hook is embedded in the caval wall. The apex of the filter was engaged with the forceps which allowed for advancement of the 16 french sheath over the filter. The filter was retrieved in its entirety without difficulty. Impression: uncomplicated transcatheter retrieval of the patient's celect inferior vena cava filter". (B)(6) 2012, radiology report-shunt series 4 or more views: "findings: patient is status post inferior vena cava filter placement. Impression: no evidence of device complication". (B)(6) 2012, x-ray report-abdomen 2 view anteroposterior with decubitus or erect: "findings: an inferior vena cava filter is present". (B)(6) 2012, CT- abdomen and pelvis without contrast: "findings: an inferior vena cava filter is present, below the level of the renal veins, which are ligated". (B)(6) 2012, CT- abdomen without contrast: "findings: vasculature: an inferior vena cava filter is in place. As before, several of the limbs project outside of the vascular lumen. This appearance is unchanged". (B)(6) 2013, CT- abdomen and pelvis without contrast: "vasculature: an inferior vena cava filter is present in the inferior vena cava below the level of the native renal arteries. The abdominal aorta is normal in course and caliber". (B)(6) 2013, x-ray report-abdomen 1 view anteroposterior: "findings: an inferior vena cava filter is present". (B)(6) 2013, x-ray report-abdomen 1 view anteroposterior: "findings: an inferior vena cava filter is in place". (B)(6) 2013, x-ray report-shunt series 4 or more views: "findings: an inferior vena cava filter is seen, terminating at l4". (B)(6) 2013, x-ray report-abdomen acute with posteroanterior chest: "findings: there is an inferior vena cava filter". (B)(6) 2013, x-ray report-abdomen 1 view anteroposterior: "findings: an inferior vena cava filter is seen along the right paraspinal region of l4". (B)(6) 2013, x-ray report-abdomen 1 view anteroposterior: "findings: surgical clips and inferior vena cava filter again noted unchanged in position". (B)(6) 2013, x-ray report-abdomen anteroposterior with decubitus or erect: "findings: inferior vena cava filter is in its expected". (B)(6) 2013, report from venous duplex: "findings: the inferior vena cava throughout its course in the abdomen is patent with spontaneous phasic flow. There is an echogenic linear object present within the lumen of the inferior vena cava consistent with the patient's history of previously placed inferior vena cava filter. The inferior vena cava is patent at the level of the filter. Impression: 1. Patent inferior vena cava and bilateral; iliofemoral deep venous system. There has been no interval change since the exam dates (B)(6) 2013". (B)(6) 2014, CT- pelvis without contrast: "there is partial visualization of an inferior vena cava filter". (B)(6) 2017, CT angiography-abdomen and pelvis: "vasculature: an inferior vena cava filter is seen at the region of l3. Mild extension beyond the inferior vena cava. No apparent fluid collection." (B)(6) 2017, x-ray report-abdomen, kidney, ureter, bladder 1 view portable: "inferior vena cava filter is noted to the right of the spine". Patient outcome: additional information received 26apr2019: (B)(6) 2017, retrieval report (successful): "procedure/findings: the inferior vena cava is normal caliber. Elements of the celect filter appear to protrude beyond the caval wall, however, there is no evidence of significant caval narrowing or thrombus in the cava or filter. Multiple attempts were made at snaring the apex of the filter, however, it was determined that the apical retrieval hook is embedded in the caval wall. The apex of the filter was engaged with the forceps which allowed for advancement of the 16 french sheath over the filter. The filter was retrieved in its entirety without difficulty. Impression: uncomplicated transcatheter retrieval of the patient's celect inferior vena cava filter".